Manufacturer narrative:
The subject light cable was not returned for evaluation. During our investigation we learned the 495ncs 4.8mm karl storz light cable was used with accurate surgical's retractor with suction, model assi. Abr36825 (which has a built-in light carrier), along with our 300w xenon light source. Customer did not record the light source's power setting; however, we learned they routinely set it to 100% light output. Our light source instructions recommend to always start with the lowest setting and that it should be used at the lowest setting necessary for providing adequate illumination. Although we cannot tell the size of the light carrier on the retractor, it appears that they should not have used the a 4.8mm light cable, but rather a smaller diameter light cable, such as our 495na 3.5mm light cable, which, per the hospital's report, they were aware of the correct size of cable to be used to minimize the heat energy generated from the light source. We also confirmed that the light carrier is not working properly; it is very dark, which most likely meant that some of its light fibers that transmit the light were broken and, thus, all the light could not be transmitted through the light carrier to the surgical site, becoming trapped at the connector. Light generates heat and, therefore, would heat up the connector to the light carrier. If the connector was in contact with patient's body, that would result in burns. Our IFU warns against laying active light cable on patient or drape.

Event description:
Allegedly, a patient undergoing a total mastectomy procedure sustained two burns, one second degree burn and one a third degree burn.